Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was found that the mobile view station (mvs) would not boot. The f11 and f12 fuses were replaced on the mvs power board, thus resolving the issue. The imaging system then passed the system checkout and was found to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that while a medtronic representative was replacing parts on the system for another case, the fuses accidentally blew on the system. There was no patient present when this issue was observed.